Event description:
The technician alleged that the bed will not go into trendelenburg function. No pt impact.

Manufacturer narrative:
The technician found the trendelenburg knob was broken. The technician replaced the trendelenburg know to resolve the issue.